Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind, problem isolated to the mother board. The motor was test outside of the device and passed. No damage found on motor. The motor error and motor position encoder error alarms could not be verified in the history file due to the motion sensor test failure alarm. The device was also received with a cracked display window corner, scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error and motion sensor test failure. The insulin pump shut off and the settings were cleared. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was performed and the customer was unable to check the alarm history due to recurring motion sensor test failure alarm. The device was returned for analysis.